Event description:
I am a type I diabetic, who uses an insulin pump. Two related events occurred. I am using a continuous minimed glucose monitoring system and a minimed 722 insulin pump. The cgms system repeatedly gave me unreliable measures of blood sugar, and in one instance, led me to overdose with an insulin bolus, that dropped my blood sugar to dangerously low levels while driving an automobile. Second, the 722 insulin pump stopped delivering insulin, causing dangerously high blood sugar levels over a period of 6 hrs. Dates of use: #1. Twelve days in 2008, #2. Twelve days in 2008. Event abated after use stopped or dose reduced? #1. Yes, #2. Yes.